Manufacturer narrative:
Reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the device had a torn hose. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the cable/cord/wiring was damaged on the motor device. It was noted that the device had liquid damage (motor and controller faulty); a damaged outer hose, a badly worn coupling and the securing seal of the connector cover was not okay. It was further determined during the pre-repair diagnostics the device failed for the motor thermistor assessment, handpiece temperature assessment and for safety assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly..